Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number (B)(4) and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient (74kg) underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered gastroparesis requiring prolonged hospitalization. On (B)(6) 2022, a request for data confirmation was made for a presentation at an academic conference, and at that time, a patient complicated with gastric dilatation after ablation was examined and information was obtained. On (B)(6) last year, a patient who underwent ablation obtained information and was found to have gastric dilatation by post-operative follow-up and was admitted to the hospital for treatment. During the course, endoscopic examination showed no residue and alleviation of abdominal symptoms and the patient was followed up on as an outpatient with good progress. The physician commented that the patient needed ablation around the esophagus, but the patient made a success at 1 bar, and subsequent additional ablation was less than usual. Anatomy problems were also suggested, and it was not directly attributable to our company product. The physician¿s opinion on the cause of this adverse event was patient condition. The patient needed an ablation around the esophagus, but the procedure was successful after one ablation, and the subsequent additional ablation was less than in other patients. The physician commented that the patient's anatomical problem was also suggested but not directly attributed to the biosense webster, inc. Product. Intervention provided was fasting, fluid replacement and antibiotic therapy. The patient outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event. Postoperative endoscopy and x-ray showed no problem, and the patient recovered.